Event description:
It was reported that during an interventional procedure to the left anterior descending artery, the 3 x 28 mm xience v rx stent delivery system would not cross the lesion. When the stent was removed, the physician noticed a strut was flared at the proximal end of the stent. A 2.75 x 28 mm xience v rx stent was deployed in the middle right coronary artery and post-dilated with a non-abbott balloon catheter. There was a dissection. The dissection was treated with another stent. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device remains in the patient. The lot number was not identified; therefore, a device history record review cannot be performed. A follow-up will be provided with any additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.